Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:23 a.m., the patient tested a sample using the meter, resulting with a value of 4.6 inr. The patient did not prepare her finger with alcohol prior to collecting a sample for this measurement. Within 7 hours of the meter test, a sample collected from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 3.5 inr. The meter result was not believed to be accurate and the laboratory value was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not require medical treatment and the patient's medication was not changed based on the meter value. All medical decisions were made based on the laboratory value. The patient is currently in stable condition. The patient's therapeutic range is 1.9 - 3.0 inr. The patient's testing frequency is twice per month. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient did not take direct thrombin inhibitors. The patient had changes in diet during the time of the event. The patient did not have a special or unusual diet. The patient stated that she has been on lovenox therapy in the past, but does not believe she was using lovenox at the time of the event. The patient's product was requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department.

Manufacturer narrative:
The patient, health effect, device, component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.